Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1101 check vent: ventilator restarted message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the diagnostic code 1101- ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. Note: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse suggested troubleshooting steps per manual (reinstall operational software and replace the central processing unit (cpu) printed circuit board assembly (pcba)). The customer is requesting onsite service and repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.